Event description:
I was implanted with the essure device in 2010. Since then I have had debilitating cramps two weeks before and at least a week after my period. I've been hospitalized for unfounded reasons. My eyesight has deteriorated to where I now have to wear bifocals and cannot be without my glasses for more than an hour. I've had at least 5 teeth pulled in the last 2 years.